Event description:
Info received indicates the bed is drifting down into the trend position in about 20 minutes.

Manufacturer narrative:
The tech isolated the issue to a leaking head hi/low up valve. He tightened the valve to repair the bed.